Event description:
It was reported that the pt had a device that "did not work" and was diagnosed with (B)(6) after the implantation of the implantable neurostimulator (ins).

Manufacturer narrative:
(B)(4).